Event description:
Information was received from a manufacturer's representative (rep) via a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the caller stated they have been trying to connect to the pt's ins and every time they receive a message that says "therapy turned off, neurostimulator cannot provide requested therapy as the settings are too high...amplitudes will be set to 0", followed by system error 0x2fd84c43 and they are forced to restart the app. Caller mentioned they have tried multiple times with multiple tablets and even restarted the tablet, but that did not resolve the issue. During the call, caller attempted to connect to implant with pt's equipment and saw similar message "therapy turned off" with service code 323. Upon entering the session, therapy was turned off and caller checked the battery levels which showed stimulator was at 30%. Pt had indicated recharging has been erratic "for a while" and when pt came into office today, the ins was depleted so they charged it to about 30% to be able to attempt to interrogate it. Caller stated that pt has been seeing the service code 323 message for a couple weeks and mentioned they had a watchmen device implanted about 3 weeks ago but therapy was turned off for the procedure and service code 323 had been occurring prior to the watchmen implant. Pt stated prior to the watchmen implant, they had electrocardiograms but the device wasn't turned off during those. Agent had caller perform reset of ins using the tablet but this resulted in the same "therapy turned off" message, followed by the same system error code. The issue was not resolved through troubleshooting. The pt was redirected to their healthcare provider to further address the issue. Agent reviewed the ins was likely damaged due to potential cardiac procedure and may need to be replaced. Agent requested logs and will escalate case. Additional information was received from a representative. They stated that as determined by technical support and follow up calls with them, there was potential damage to the device due to a cardiac procedure. Technical support had talked through attempting to reset the device; logs were checked as well as sent to technical support. The issue was stated to not be resolved. The patient is scheduled for a replacement of the device on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient had a device revision performed due to an ins issue. The issue was reported to be p remature/abnormal ins depletion. The patient stated that they had had a cardioversion and the implant was not turned off. The issue was reported to be resolved. The device will be returned for analysis.